Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the PICC caused or contributed to the reported infection or dust in the line was inconclusive due to the poor sample condition. One d/l extension set and three injections caps were returned for investigation. Two of the injection caps were received attached to the connectors on the extension legs. The samples were not provided in the 5fr d/l powerpicc solo kit. The source of the extension set and injection caps was unknown. The powerpicc was not returned for investigation. A microscopic examination revealed a white particle in the extension leg. What appeared to be residue from tape or a dressing was observed on the extension legs. The source of the white material was unknown. Since the powerpicc and lot information were not returned for investigation, the complaint was inconclusive. Vad products are sterilized using ethylene oxide (eo). The sterilization cycle has been validated by the very conservative over-kill (half cycle) method in accordance with ansi/aami/iso 11135:2014 annex b sterilization of health care products¿ethylene oxide¿requirements for development, validation and routine control of a sterilization process for medical devices (FDA consensus standard as of 04/04/2016). Validation and revalidation has demonstrated that the sterilization cycle exceeds the minimum sterility assurance level of 10^-6. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient has had three powerpiccs inserted as there had been dust caught in the valve. The patient¿s husband said he believes this has gone into patient¿s blood stream and caused his wife to have infections and a temperature of 40 degrees. The patient¿s husband has samples of a used and unused valve and both of these contained dust inside the valve. The patient¿s husband has also stated that the valve surface is not smooth. This reported addresses the third device placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient has had three powerpiccs inserted as there had been dust caught in the valve. The patient¿s husband said he believes this has gone into patient¿s blood stream and caused his wife to have infections and a temperature of 40 degrees. The patient¿s husband has samples of a used and unused valve and both of these contained dust inside the valve. The patient¿s husband has also stated that the valve surface is not smooth. This reported addresses the third device placed.